Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received it was indicated that during the patient's transfer from the bed to the wheelchair one of the leg clip of the sling detached from the spreader bar of the lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It cannot be clearly established which lift was used during the event. The facility is in possession of two arjohuntleigh passive lifts (maxi move and opera lifts). Therefore, both lifts and the sling were inspected. No malfunctions were found that could have caused or contributed to the event. According to the above the sling and the lift (one of these two) which work together as a system were found to have been to specification when the event took a place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: following all details reported the patient was lifted from the bed, therefore from the horizontal position. From simulations, we know that a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering to a wheelchair, the weight shifts towards the missing clip strap and the person falls out. Following the above scenario, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into a more upright, vertical position. There are additional possible causes that also involve use that is not following the IFU: when a transfer occurs from a bed, this means at some point there must be a repositioning from horizontal to seated position. If this scenario occurred in the middle of the resident's transfer this means that (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Also this means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The sling instructions for use (IFU) currently used indicates: "to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Make sure that: all clips/loops are securely attached all straps are straight (not twisted) the resident lays comfortably in the sling." From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On 18 apr 2016 the following has been reported to arjohuntleigh: a patient was washed by two caregivers in a bed. Afterwards, the sling was applied and attached to the spreader bar of the lift using its four clips. Both caregivers indicated in their interview that all founr clips were attached. The bed was lowered and the transfer to the wheelchair was initiated. The wheelchair was next to the bed, positioned along the headside. How the lifting procedure went is unknown. The first caregiver was positioned behind the patient lifter and pulled it all. The second caregiver walked from one side of the bed to the side where the wheelchair was positioned. One of the leg clips of the sling became detached (it is unknown whether it was the left or right one), resulting in the patient sliding out of the sling and falling to the floor. The patient sustained a bruised head (backside of the head) as a result. The doctor examined the injury while the patient was still lying on the floor. No further treatment was advised. Afterwards, this patient was lifted (using the same patient lifter) from the floor and put back into bed, as ordered by the doctor. It was known that a passive patient lifter was used, but it could not be determined whether it was the maxi move or the opera lifter (both in use with this customer) which was used during the incident.